Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the indicated phenomenon "image failure" was the faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that there was poor contact with the video connector while using the visera pro video system center. The issue occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found interference in the image due to a defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.